Manufacturer narrative:
(B)(4). The pipeline flex was not returned as it was implanted in the patient; only the pipeline flex push wire and microcatheter were returned for evaluation. As received, the pushwire was found outside the microcatheter. The tip coil appeared to be damaged. The pushwire appeared to be bent distally. No other anomalies was observed. The complaint of pipeline flex failure to open distally could not be confirmed based on analysis findings and the reported event details since only the push wire and microcatheter were returned. It is possible that the tortuous anatomy may have contributed to the reported issue. Per pipeline flex instructions for use, "do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. (B)(4).

Event description:
Medtronic received report of pipeline flex failure to open distally during a flow diversion procedure. The patient was being treated for an unruptured, large, saccular aneurysm in the right cavernous internal carotid artery (ica). The vessel was severely tortuous; there was a 360 degree loop at the aneurysm neck. The pipeline flex was advanced through the microcatheter with friction in the distal section, which was in the 360 degree loop at the aneurysm neck. The pipeline flex was deployed; however the distal end did not fully open. Because the pipeline flex could not be resheathed, the physician fully deployed the device and used balloon angioplasty to open the distal end. Afterwards, a second pipeline flex was implanted without issue. There was no report of patient injury as a result of this event. The patient is currently stable.